Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issue regarding check clutch error was able to be duplicated during occlusion test. Service replaced leadscrew and clutch halves for preventive of check clutch error. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear. The pump is over 7 years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a clutch alarm was experienced. No patient injury.

Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4) a review of the event history log (ehl) identified check clutch error. The root cause of the issue was due to normal wear as the pump was over 7 years old., corrected data: d1.